Event description:
It was reported that the patient experienced a hemorrhagic stroke following the procedure, resulting in additional surgical intervention. An enroute transcarotid stent was selected for use in the transcarotid artery revascularization (tcar) procedure. Following the procedure, the patient was seen by neurosurgery for a brain bleed/hematoma. An emergency craniotomy and evacuation were performed. It was noted that the patient appeared to be improving.